Event description:
A c-section drape with pouch used during a liver transplant surgical procedure leaked causing some of the pts bodily fluids to come in contact with the surgeon. Pt was hv+. Surgeon didn't take any med treatment as they didn't consider the issue as a risky biological accident.